Manufacturer narrative:
It was confirmed that the user unintentionally toggled the waypoints from guidance to non-guidance. There is no indication that there were any sys performance anomalies. The current user manual states: "you can add two types of waypoints: guidance and non-guidance. Guidance waypoints can be used to define the manual pathway and will be selectable during navigation in the procedure, allowing you to receive steering direction to them. Non-guidance waypoints will not be selectable during navigation and are used exclusively to define the manual pathway. The default setting for new waypoints is non-guidance." There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.

Event description:
The site reported that after successfully planning and registering the pt, when the navigation views came up, the way points that had been planned did not appear. However, the pathway was present. They tried re-saving the plan and also checked it in planning and the way points were present. After reloading, the points still did not appear. Therefore, the superdimension portion of the case was canceled with the pt under general anesthesia.